Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate erratic control readings on their one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call. The patient mentioned that on (B)(6), 2010 at 2:30 am he ran a quality control test and the test fell out of range. He obtained a result of 143 ; however, it is unknown what the range was on the vial of test strips. The patient did not exhibit any symptoms; however, drank more food/drink. It is unknown whether he attempted to test his blood glucose at the time. The patient went to the hospital and was tested in the ER and obtained a result in the mid 70's and was treated with glucose tablets/ glucose gel by an hcp at around 3:15 am, that morning. No further clinical information as provided. While troubleshooting, it was noted that the patient was using the wrong control solution to check the test strips. Product was replaced. The complaint is being reported since the patient alleged that he had go to the ER and was treated with glucose tablets/ glucose gel in the ER.